Event description:
From 1 year after breast implants until explant of implants on (B)(6) 2023 the following symptoms occurred: vertigo, ringing in ears, headaches, red itchy eyes and black circles under eyes, fatigue/anxiety, joint pain, muscle pain, heat and cold intolerance, blurred vision, short term memory loss, brain fog, bloating, inflammation and burning inside skin, extreme food allergies, dry skin, hair loss and thyroid level change. Soon after explant of implants, all the symptoms disappeared or were remarkably better. My implants were silicone smooth allergan natrelle gummie type.